Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update ¿11/21/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, on (B)(6) 2014 the discharge summary reported that the patient had osteolysis around the femoral neck and fluid during the revision came back positive for infection. It is not reasonable to conclude that the device contributed to the patient's infection, 7 years after implantation. Updated part /lot for right liner and head.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations and the search and/or review of the device history records against the unknown product was not possible. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies for the known lot codes. The product and lot code combination was not provided for the head and liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.